Event description:
Patient treated with portrait at 4.0 joules single pass experienced delayed healing and developed an infection on the forehead. Treated with bactroban.

Manufacturer narrative:
Patient developed a staph or gram negative infection after treatment. Dr. Felt he may have been using too much energy for the area treated. Infection may have been the result of pulse stacking (increased treatment energy) or post procedure contamination. Labeling includes the following risk: following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.